Manufacturer narrative:
The reported complaint of separation was confirmed. During visual inspection, the 4" pressure tubing was received separated from the female luer. The end of the tubing was observed to be tacky. The separation of the bond was due to the pressure tubing being tacky. The probable cause of the pressure tubing being tacky is due to the uv adhesive on the tubing not being fully cured during assembly process. The possible lot numbers were reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received. Section e additional contact: (B)(4) .

Event description:
The event involved a 4" small bore pressure tubing extension set, red needleless valve stopcock and occurred on an unspecified date. It was reported that the extension of valve broke off on its own while in use. Abp flat, patient was bleeding in bed. There was blood loss by the time they noticed the line was broken. There was patient involvement and but no harm reported.